Event description:
Ventilator attached to patient in ER and failed to operate several times. There was a loud shrill alarm and an absence of bilateral breath sounds. The doctor was present and unable to get the ventilator to operate adequately. The patient was bagged as needed and did not suffer any injury or deterioration in condition due to the problem. The patient was transferred to another facility. Respiratory therapy was consulted after occurrence. The ventilator is in their care and they will clean it and check it to see if there continues to be a problem with service. The ventilator was sent to an outside vendor where there was found a loose wire inside the ventilator and repaired. There have been no further problems.